Event description:
It was reported that during a davinci robotic ureteral reimplantation procedure an ethicon cannula "caused an enterotomy." The case was converted to open procedure to repair the enterotomy and the ureteral reimplantation procedure was still completed at that time. The patient's current status is unknown.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What trocar was being utilized? Was this the camera port or the working port? Was pneumoperitoneum achieved prior to insertion? What was the entrance point of the trocar? What was the position of the patient during insertion? What specific structure was damaged? How was the enterotomy repaired? What is the patient¿s current status? Is the trocar available for analysis?